Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in finland: "pump infused too much, too fast." According to the customer: "started infusion 30 min infusion clindamycin 140mg. The infusion pump managed to administer the medicine for two minutes, until the pump indicates that the syringe is almost empty. Looked at the syringe and there is only 1 ml left. The pump shows that only 0.99 ml of medicine would have been used, even though there was a total of 18 ml of medicine in the syringe. The area around the cannula has been checked, the medicine has not gone past the cannula, and there is no medicine on the surfaces where the syringe was before it was put into the syringe pump."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4) the complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: the device history files were read out and analyzed. The described infusion was found on 2023-04-24. A omnifix 20ml syringe was inserted and the syringe was filled to 2ml. The infusion started with a rate of 28ml/h and a volume of 14 ml about 30 minutes. After 4 minutes the pre alarm syringe near empty occurred and the infusion was stopped. Currently, 0,99ml was infused. The syringe was extracted. No other abnormalities were found. A visual inspection was performed. No visible damaged parts were found. A functional test was performed. The device passed the self-test. A omnifix 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection, omnifix 50ml syringe: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,93%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601- 2-24. Omnifix 20ml syringe: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,80%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. The complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.